Manufacturer narrative:
Additional information : device manufactured between march 03, 2019 to march 05, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed a white particulate matter was floating inside the fluid pathway of both bags. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within an unspecified quantity of 500 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bags. The pm was further described a floating within the bags and was discovered during preparation before patient use. There was no patient involvement. No additional information is available.